Manufacturer narrative:
The product was returned for analysis, and shown to have signs of handling. Both haptics were bent-gusset and distal area. One haptic had a small torn/split/cracked area on the haptic to optic junction area. The optic had a small torn/split/cracked area. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported for this lot number. Additional information was requested 5/18/2007 and 5/31/2007 by mail and phone. Additional information was provided 6/5/2007 by fax.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported blurry vision. The lens was explanted.